Manufacturer narrative:
Ocd performed retained testing and a batch review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported no reactivity with a patient sample containing anti-jkb. Sample had previously been tested in an antibody screen and no reactivity had been observed. Further testing of the sample with (B)(4) was also negative.